Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown stem, lot# unknown; item# unknown, unknown head, lot# unknown; item# us157852, m2a-magnum pf cup 52odx46id, lot# 722340. Report source: literature: gaillard, melissa d., and thomas p. Gross. ¿metal-on-metal hip resurfacing in patients younger than 50 years: a retrospective analysis.¿ journal of orthopaedic surgery and research, vol. 12, no. 1, feb. 2017, doi:10.1186/s13018-017-0579-y. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09774.

Event description:
It was reported in a journal article that patient underwent revision approximately 2 1/2 years post implantation due to failure of acetabular ingrowth/loosening. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
N/a.